Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. After pre-dilatation, a 2.50 x 12 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. Moreover, during re-introduction, while reinserting the guidewire, it was realized that the stent was not there anymore. The whole system was removed and the procedure was then completed by implanting another stent. No patient complications were reported.